Event description:
Customer reported that the needle hub broke during use.

Manufacturer narrative:
(B)(4). The customer returned three unopened representative samples from lot 71f19m0416 for evaluation. Visual examination of the kits did not reveal any defects or anomalies. The needle hubs were not cracked and appeared as expected. One representative kit was opened and the ars and introducer needle were used to aspirate and purge water. No leaks were detected. The customer report of a damaged needle hub could not be confirmed by complaint investigation of the returned representative samples. No problem was found with the introducer needles. A device history record review was performed with no relevant findings. The root cause could not be determined based on the representative kits returned and without the actual sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the needle hub broke during use.